Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not print strips. The called clinical hotline after hours . He stated he verified correct paper insertion. All attempts at resuming the print feature were unsuccessful. The nurse did not want to try a reboot of the cardiosave while therapy is being delivered. There was no patient harm reported.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions). A getinge trained customer completed the repair by replacing the printer assembly. The equipment passed all functional testing. H3 other text : device not available for evaluation.

Event description:
N/a.